Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer is failed open.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not opening due to a damaged component on the controller board. A field service engineer replaced the controller board, reconfigured the system, and recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer is failed open. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.